Event description:
It was reported that the end user is hard on chairs and broke her replacement joystick. The gimbal on the joystick is messed up and the pivot slide tube on the footrest is bent (3gtq3-cg power chair).